Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was noted the settings upon interrogation on (B)(6) 2008, were unintended with 1ma output current and 60 minutes off. The patient had generator replacement surgery on (B)(6) 2008, which is when it is suspected a faulted systems diagnostics test likely changed the settings and the change was not noted at that time. The settings were corrected on (B)(6) 3008.